Manufacturer narrative:
Per follow-up with reporter, the physician does not know how this migration/severed occurred. No patient trauma was reported. Catheter was discarded and is not available for analysis. Catheter fracture and/or migration are both noted in the instructions for use under 'possible risks associated with intrathecal catheter'. Patient is scheduling an appointment with a neurosurgeon about the piece of catheter that's free floating in their spinal cord, to see if it poses a threat and potentially have it removed. Reporter will keep post market updated on appointment with the neurosurgeon. A supplemental MDR will be submitted if/when additional information is received. Internal complaint #: (B)(4).

Manufacturer narrative:
Pending further follow-up information. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. (B)(4).

Event description:
A patient submitted a form to the flowonix medical website stating that their catheter was no longer patent and in the proper position. They alleged that they were no longer receiving pain relief and their physician ordered a dye study to be performed, in which the dye was unable to be pushed through. A catheter revision was performed on this patient to replace the previous catheter, which was said to have severed and moved out of the patient's spinal cord.